Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to perform the basic occlusion, occlusion, and excessive no delivery alarm tests due to the prim anomaly. The insulin pump passed the displacement test. No alarm was noted.